Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation with a thermocool smarttouch sf and a smartablatetm system rf generator and the patient experienced a stroke and required prolonged hospitalization. The patient had a stroke post procedure. It was reported that during the procedure, the health care professional set the settings on the smartablate generator incorrectly to a 4 mm catheter. There was char observed on the catheter tip and there were four (4) steam pops during the procedure. About halfway through the procedure, it was noted that the settings were incorrect. There was no indication immediately post procedure that the patient had suffered from a stroke. The patient was stable during the procedure and when they left the lab. The electrophysiology (ep) physician requested a neuro team consult immediately post procedure as a preventative measure, before the patient left the ep lab. The neuro physician advised the ep physician to monitor the patient for any stroke like signs or symptoms, at that time. The patient lost part of their vision which is what potentially prompted the stroke response process. The physician assumed that the char moved from the outside of the heart and made its way to the brain. The patient remained stable however required extended hospitalization. Patient's symptoms did not resolve. The activated clotting time (act) was above recommended threshold (300) for left sided procedures with multi-electrode mapping (mem) catheter.